Event description:
A review of a literature article, "balloon dissection for robotic totally extra-peritoneal (rtep) inguinal herniorrhaphy: description of a modified technique and report on 97 consecutive patients" was performed. The article noted that during these dv surgeries, one patient required an unplanned return to the operating room within 30 days for simple excision of a strangulated lipoma of the cord (grade iiib, 1.0%) without placement of additional sutures or mesh and no hernia recurrence. Per the author, the complications did not involve the da vinci platform; it was the result of a technical error on the part of the operating surgeon. There were no da vinci device malfunctions reported, and no intuitive surgical, inc. (Isi) products caused or contributed to any adverse event.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive was 16-october-2025. Citation: trad, k. S., thiru, s. S., stirrat, t. P., marino, p. J., prevou, e. R., greer, m. E., & alimi, y. R. (2025). Balloon dissection for robotic totally extra-peritoneal (rtep) inguinal herniorrhaphy: description of a modified technique and report on 97 consecutive patients. Hernia, 29 (1). Https://doi.org/10.1007/s10029-025-03312-z. Patient demographic information for this literature article: 87 males, 10 females. Average age of 61 years (range 17¿89). Mean body mass index of 26 kg/m2 (21¿37).